Manufacturer narrative:
The initial MDR 2247117-2017-00079 was filed on june 30, 2017. Additional information (08/16/2017): siemens headquarter support center specialists reviewed the instrument files. No issues were found in the instrument error logs or files for the patient sample in question. The cause of the discordant result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc stated that the instrument was functioning properly, with good quality control results and all other tests and samples exhibited normal behavior. The sample was with low serum volume and the repeat testing was performed with a secondary tube. Siemens is investigating this issue.

Event description:
A discordant, falsely low carcinoembryonic antigen (cea) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s) as it did not match a previous result obtained for the patient. The sample was repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant cea result.